Manufacturer narrative:
The pointer probe was not returned to the manufacturing site for investigation purpose. Following the incident another accuracy check was performed at the customer site and the pointer probe was found calibrated. It is impossible to determine the root cause on this occasion based on the available information.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a preventive maintenance, the pointer probe was found not calibrated.